Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15206. It was reported that the pacing dependent patient presented to the emergency department after experiencing convulsions or seizure-like activity. Upon interrogation of the pulse generator, loss of right ventricular capture was noted. It was determined that the right ventricular lead exhibited inadequate capture due to increased left ventricular capture threshold. The patient was admitted to the hospital, and the device was explanted and replaced on (B)(6) 2021. The lead was also capped and replaced during the procedure. The patient was in stable condition after the procedure.